Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a kinked electrode, as well as slices on the fantail, the large tubing, and the small tubing. These are believed to have occurred during revision surgery. Additionally, a dent on the bottom cover was also observed. The photographic imaging inspection revealed a broken wire by the proximal end of the large tubing. This is believed to have occurred during revision surgery. System lock was observed to be intermittent while tapping the bottom cover. The internal visual inspection noted cracked conductive epoxy at an antenna-to-feedthrough connection. Additionally, cracked conductive epoxy was also observed on some of the epoxy joints. The scanning electron microscopy (sem) analysis revealed cracked conductive epoxy at the feed-thru pin connection. The device passed some of the electrical tests performed and all of the mechanical tests performed. The reported complaint of no lock was verified during this analysis. Visual inspection revealed a dented bottom cover and scanning electron microscopy (sem) inspection confirmed cracked conductive epoxy at the feed-thru pin connection. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly wearing the device. Device testing could not be performed due to no lock. External equipment was exchanged; however, the issue did not resolve. Revision surgery is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Addition information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.